Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-13709. It was reported that the patient was not receiving effective therapy from their system. It was found that the leads had high impedances. In turn, surgical intervention may take place to address the issue.

Event description:
Related manufacturer report number 3006705815-2022-15484. Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead. During the procedure, it was found that the leads were broken near the anchor site. Additionally, the ipg was explanted and replaced during the procedure due to invalid impedances occurring when removing leads from ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect lead fracture. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.